Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The original anchors were left in situ and the suture material was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
Arthrex has received FDA medwatch letter, mw5087068, with regard to a medwatch report that was submitted by a patient. The patient reports the following incident: patient underwent a brostrom repair on (B)(6) 2017 to treat instability of the ankle. Md used arthrex internal brace, ar-1678-cp, to reinforce the repair. The patient indicated the device was used in an off label manner, splitting the suture into a v (fibula-talus and fibula-calcaneous). Initial results were reported to have been good, including post-physical therapy range of motion and strength. However, patient reports she was unable to return to exercise as she experienced pain 2-3 days after each attempt. Additionally, the atfl and cfl slowly returned to their pre-procedure laxity. By 2019 patient was experiencing near chronic pain at levels higher than pre-procedure, therefore patient sought additional treatment from a different md. The new md recommended undergoing a second brostrom procedure, which took place (B)(6) 2019. During the procedure the md removed a large amount of scar tissue within the joint space and around the original repair site. The original anchors were visualized. All three were well seated below the bone surface with suture material exiting each anchor. The suture material was no longer in continuity between the anchors. Both strips had broken. Patient states activity level between procedures, apart from physical therapy are best described as primarily sedentary with less than 10 sessions of exercise (activities included cycling, indoor rower, and light weights). Additional information obtained 6/26/19: patient reports that she received a cortisone injection from the first surgeon approximately on year post-procedure. The original anchors were left in situ and therefore are unable to be returned. The suture material was removed and discarded. (At time of report patient has not provided the actual name/address of facility where procedure was performed.)